Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level earlier. However, the exact value was not provided. The customer consumed sugar pills to stabilize bg level. Reportedly, the suspected cause of the low bg was due to not eating as much food as the customer thought would be for the bolus that was delivered. As the customer did not contact tandem technical support at the time of the reported issues, troubleshooting could not be performed. A recommendation was made for the customer to contact the healthcare provider to discuss factors that may affect bg level.